Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with pump error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for power error detected alarm. Notification light stop flashing immediately. The insulin pump will be returned for analysis.